Manufacturer narrative:
Event date: exact date unknown, event occurred eight months ago from date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing right sided pain and dysesthesia. It was also noted that the patient had difficulty keeping the ipg charged. The patient underwent an explant procedure. The explanted ipg and lead were not returned as they were kept by the medical facility.